Manufacturer narrative:
This follow-up report is being submitted to relay additional information and correct initially reported information: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Device(s) is/are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported during an annual mobi-c ess surgeon survey that in response to a question asking if any of four given indicators of potential adverse events had been observed between a year timeframe, respondent chose, heterotopic ossification. Surgeon chose not to fill out the additional attachment to provide more details but did indicate, that there was no additional surgery or other medical intervention.

Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during an annual mobi-c ess surgeon survey that in response to a question asking if any of four given indicators of potential adverse events had been observed between a year timeframe, respondent chose, heterotopic ossification. Surgeon chose not to fill out the additional attachment to provide more details but did indicate, that there was no additional surgery or other medical intervention.